Event description:
It was reported that a patients pump was placed the day prior at 02:30 pm to infuse 2100ml of a post-chemotherapy hydrating solution at 111ml/hr. Display currently read run and reservoir volume was 313.8ml per display, but patient reported that the bag was still full. He stated that there are rate marks on the bag and it was still above the 2000ml mark. He denied any port site pain, redness or swelling and denies any tubing leakage. The pump has not alarmed. They were unsure which was used on the patient since both boxes were open for use. The fluid within the set is not chemo therapy, it is a hydration fluid. No patient injury was reported.

Manufacturer narrative:
Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.